Manufacturer narrative:
The companion 41 (c41) passed functional eval; co was unable to duplicate the reported problem of a burst of oxygen gas being emitted from the point of supply (the quick connect). The c41 remained in pt use after the reported incident with no add'l malfunctions reported. Therefore, co concludes that user error caused the reported incident to occur. Product labeling (enclosed) instructs users to keep the fill connectors clean and dry to avoid malfunction due to freezing and how to proceed should leakage occur. Product labeling also states that liquid oxygen can cause skin to freeze and to avoid contact. Due to litigation, the c41 has been put in quarantine and a replacement unit sent to the homecare provider.

Event description:
Co was notified by an attorney that a pt was injured on october 28, 1997 while filling a portable liquid oxygen (lox) unit. The following info was reported: (1) the pt was attempting to fill the portable unit when a burst of oxygen gas emitted from the companion 41 lox stationary unit into the pt's eyes. (2) the corneas of both eyes were burned and the pt has lost at least 25% vision.